Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During visual inspection the damaged pole clamp was identified. The cause of the condition was not determined. To correct the condition, the pole clamp assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp. No additional information is available.